Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was reproduced during field evaluation. The fse concluded that the high resolution stereo viewer (hrsv) left monitor was the source of the reported issue. The left hrsv monitor was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the hrsv for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image, or video clip for the reported event was submitted for review. No further review of system logs or technical review is required as the logs were reviewed as part of the fse's investigation. The system was tested and verified to meet manufacturer¿s specifications at the completion of a field service repair. The replaced part has not been returned for failure analysis to determine the root cause of the reported issue. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Follow-up was attempted, but the information for the patient-related fields was either unknown, unavailable, or not provided. The product is not implantable.

Event description:
It was reported that prior to starting a da vinci-assisted radical operation for prostate cancer, the surgeon was unable to see through the surgeon side console (ssc) left eye. The patient was under anesthesia at the time of the alleged issue. The surgeon used the ssc right eye to complete the operation. There was no reported injury. Intuitive surgical, inc. Has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d10, g4, g7, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the system was powered on before port placement, and the functions were checked; there were no related errors reported. The surgeon was able to see through both eyes of the high resolution stereo viewer (hrsv) and go into following mode. The alleged issue was identified after port placement. The isi field service engineer (fse) noted that all possible troubleshooting steps were exhausted, but the issue could not be resolved. The hospital declined to give patient demographic information and relevant tests or data specific to the event. 11 - isi received the hrsv for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. Based on the information provided at this time, this complaint remains reportable due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4307 - failure analysis investigation confirmed the customer reported complaint. There was no image due to a main board defect.